Event description:
The initial reporter received questionable creatinine (crep gen.2) results from two urine patient samples tested on the cobas 6000 c501 module. The initial results were reported outside of the laboratory. The reporter stated that the qc was out-of-range and they were unsure which result from the module was correct prompting the rerun of the patient samples on another c 501 module. Sample (B)(6). On (B)(6) 2024: the initial result from the module was 144 mg/dl. The first repeat result from the module was 88 mg/dl. On (B)(6) 2024, the repeat result from the other c 501 was approved and released: the second repeat result from the other c 501 module was 144 mg/dl. Sample (B)(6). On (B)(6) 2024: the initial result from the module was 36 mg/dl. The first repeat result from the module was 102 mg/dl. On (B)(6) 2024, the repeat result from the other c 501 was approved and released: the second repeat result from the other c 501 module was 101 mg/dl.

Manufacturer narrative:
The reagent lot number is 76615201 with an expiration date of 31-aug-2024. The field service engineer (fse) inspected the analyzer and determined that failed ultrasonic mixers (usm) caused the event. He then replaced all of the usms. The customer performed qc with acceptable results comparable to the other c 501 on the same line. The investigation is ongoing.

Manufacturer narrative:
The customer submitted insufficient creatinine plus ver.2 calibration information. The investigation reviewed the qc data. The specific time/date for each qc run was not provided. From 03-jul-2024 to 04-jul-2024, the qc was outside -3 standard deviations (sd). The qc on 05-jul-2024 was within range at +/- 2 sd. The investigation reviewed the alarm trace from 03-jul-2024 to 03-jul-2024. The trace had abnormal aspiration alarms. Another alarm trace with an unspecified analyzer serial number had abnormal probe-sucking alarms. These are indicators of possible poor sample quality. The field service engineer identified an end-of-life issue for the analyzer. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.